Event description:
It was reported that there was a disconnection between the heater line (red clamp line) of the homechoice cassette and the heater bag which resulted in leak. The event was further described as ¿the bag on the top of the machine came disconnected from the line with the red clamp¿. The patient was connected at the time of the event. This occurred during dwell one of three of peritoneal dialysis therapy. Renal therapy services (rts) assisted the patient in ending the therapy session and in removing the cassette. The caregiver will start over therapy with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home 1900 n highway 201 mountain home, ar 72653 united states. Baxter healthcare - dominican republic carretera sanchez km 18.5, parque industrial itabo, piisa haina, san cristobal 91000 dominican republic. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.